Event description:
It was reported that the right ventricular lead was capped due to insulation damage during pulse generator changeout. The lead was capped and replaced successfully. The patient was feeling well.

Manufacturer narrative:
(B)(4).